Event description:
A consumer reported that following the use of this product, she experienced severe eye pain for several weeks. Her doctor referred her to an eye specialist who then told her that she had a bacterial infection and she had to switch contact lens solutions. The consumer reported that the infection lasted almost two months. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on (B)(6) 2011 by fax and mail. A completed questionnaire has not been received. (B)(4).